Event description:
It was reported to philips that the heartstart mrx defibrillator showed a charge/shock failure during opcheck. There was no patient involvement.

Manufacturer narrative:
Added product return date.